Event description:
It was reported that the patient presented to the hospital for a device change out procedure. During the operation, the right atrial lead exhibited an insulation fracture with no electrical anomalies. The lead was fixed with silicone adhesive and normal electrical parameters were noted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.